Manufacturer narrative:
A separate report has been filed on the guidewire, which was the cause of the perforation. This valve remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that during deployment, this transcatheter bioprosthetic valve moved from the targeted location while attached to its delivery catheter system (dcs). An attempt was made to move the valve, but it was unable to be repositioned and was implanted in a deep position. An echocardiogram showed moderate paravalvular leak. The patient then became hypotensive and cardiopulmonary resuscitation was initiated. The patient was then placed on cardiopulmonary bypass. An echocardiogram showed a pericardial effusion from a perforation in the lateral wall of the left ventricle. A pericardiocentesis and sub-xiphoid window were performed to drain the pericardium and two units of blood were administered. A second device of the same model and size was implanted valve-in-valve 4mm higher than the first valve, improving the paravalvular leak to mild. The perforated left ventricle was repaired via sternotomy. The surgical incision was closed and the patient extubated the following day. No subsequent adverse patient effects were observed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case the pvl was most likely due to valve positioning. The issue was successfully resolved through implant of a second valve, which reduced the pvl to mild. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Potential factors than can influence valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Valve dislodgements are typically not related to a device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.